Event description:
Complaint received as follows: "during removal, the et tube cannot be removed successfully from patient. After several times of inflation and deflation, the et tube was removed from patient successfully. The doctors complaint that it is very dangerous for this kind of situation and the quality control should be improved.

Manufacturer narrative:
No new information was received in this case. No patient details are known at this time and details of the event are also sketchy. Several attempts were made to obtain information but were unsuccessful. The complaint would be deemed serious as a report of difficulty with the removal of an endotracheal tube may necessitate a surgical intervention to remove and may pose a risk of serious harm to a patient. Reported to the FDA on (B)(4) 2013.